Event description:
.

Manufacturer narrative:
(B)(4). Additional information: the problem with this device happened before the device was fired or inserted into the patient; the blue auxiliary trocar would not fit into the anvil part of the device. The only issue was that the detachable head assembly and blue ancillary trocar were not compatible (ie. The surgeon said it would not fit into the detachable head). The analysis results found that the device arrived in good visual condition. The breakaway washer was present and cut and there were no staples present, indicating that the device achieved a full firing stroke. The device was reloaded with staples, a new washer was placed on the device and it was tested for functionality. It fired and formed all the staples as well as completely cut the test media and the breakaway washer without incident. The staple line was complete and the staples were noted to have the proper b-formed shape. A test ancillary trocar was inserted into the anvil without any difficulties. Event described could not be confirmed as the anvil was received in good visual condition and the ancillary trocar was not received for analysis. A batch record review was performed and no anomalies were found during the manufacturing process.

Event description:
It was reported that during a laparoscopic gastric bypass procedure, the surgeon could not insert the blue trocar easily into the anvil portion of the device. The surgeon eventually opened a second device and used the blue trocar from the second device. The first device was fired. Another device was used to complete the procedure. As a result of the difficulties encountered with the device, the procedure was prolonged 10 minutes. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.